Manufacturer narrative:
Unit passed all functional tests including displacement, sleep current measurement, and active current measurement tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. However, pump trace download analysis confirmed the unit alarmed pump error 25. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error 25 due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the unit was monitored and functioned properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alarm. Customer's blood glucose value was 213 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that they did receive a low battery alert in less than 8 hours of replace battery alert or replace battery now alarm. Customer states the battery cap was not previously used. The device will be returned for analysis.